Event description:
Low blood sugar resulting in seizure [hyopglycaemic seizure]. This spontaneous case, reported by a woman as "low blood sugar resulting in seizures", concerns a child treated with nordipen 15 growth hormone delivery device and norditropin (somatropin) cartridge (3.33 mg/ml) from 9/2005 to an unk date for growth hormone deficiency. Medical history includes mental retardation, possible birth trauma, and possible cerebral palsy. The woman reported that her son had used nortitropin nordiflex prefilled syringes prior to the event and did not have any problems. On an unk date he switched to a nordipen 15. The woman felt that the device was not delivering her son's full dose of norditropin. She indicated that he was supposed to receive 0.3mg of norditropin each day, but his cartridges were lasting much longer than expected. The woman was administering her son's injections using a nordipen 15 and noritropin 5 mg cartridge together and as a result it was thought that he was only receiving one third of his prescribed dose. In 11/2005, the pt was hospitalized after experiencing seizures and low blood sugar. His admitting diagnosis was seizures of etiology unk. The reporter stated that the seizures were caused by the low blood glucose levels, but it is unk if this was diagnosed by a physician. The pt was seen by two neurologists, the second of which indicated that the child's low blood glucose levels were due to a growth hormone deficiency. The pt recovered and was discharged from the hosp after approx seven days. The pt was discontinued from growth hormone therapy on an unspecified date. It was reported that the pt received unspecified steroids, but he did not know whether the pt received the steroids as treatment for the event or if the pt was prescribed them prior to the event. The pt's mother performs an air shot by dialing up to 0.1 mg on the device and depressing it every night. She did not re-use the disposables needles when administering his medication.